Event description:
It was reported that an ilet pump experienced rapid battery depletion within about a day rather than several days, slow charging with minimal charge gain after extended time on the charger, and intermittent beeping while connected to power. Symptoms included no adverse clinical effects reported. Outcomes included no alarms recorded and no need for medical care. Investigation included review of device diagnostic data synced from the mobile app and analysis of backend logs. Investigation of this case revealed that the battery and charging performance appeared normal in the reviewed logs, with no device malfunctions identified. It was concluded, based on previously established findings for similar reports, that no device fault could be confirmed.